Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: 510(k): k926214 actual device upon receipt was only a guidewire main body. Exposed section of the wire: approximately 92mm. Flared section: approximately 8mm. Microscopic inspection of the actual device: it had been intermittently abraded from approximately 50mm from the distal end to the rear end. A torn shape was found at approximately 60mm from the distal end. The outer layer had been flared at approximately 60mm - 68mm from the distal end. The wire had been exposed over half the circumference at approximately 68mm - 160mm from the distal end. No anomaly such as a scratch was found in other sections. Dimension: outer diameter at the normal section met the factory's specifications. No anomaly was found. Missing length: since the outer layer was likely to be elongated, it was not possible to measure the missing length clearly. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation test: a radifocus guide wire m was used in combination with a metal needle. It was found that outer layer was peeled off. The outer layer was peeled off over half the circumference, and the wire was exposed. The damaged surface of outer layer was smooth. The distal side of peeled outer layer was linear, and a step was found. A gentle slope was found at the rear end side of peeled outer layer. A catheter was inserted into the abraded guidewire, the guidewire was retracted into the catheter, and catheter insertion was continued with the abrasion catching on the catheter. A flaring toward the distal direction was found in the outer layer. These conditions were likely to be similar to those of the actual device. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. As a possible cause of occurrence, it was likely that the outer layer was abraded, and the urethane was peeled off by some sharp and hard object. In addition, in this state, the guidewire was retracted into the catheter, and the catheter was continued to be inserted while the abrasion was caught on the catheter, resulting in the outer layer to flare toward the distal direction. However, since the details of procedure were unknown, it was not possible to clarify exactly when the event occurred. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." "If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that when the involved product was set up with a competitor's catheter, it felt strange in the slid-ability. Therefore, the use of product was discontinued. Another product was opened, and the procedure was completed without any problems. There was no harm to the patient. The urethane at the distal side of device has peeled off, and the peeled piece may remain inside the patient's body. The procedure was completed successfully.